Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device catalog # unknown, medical device lot # unknown, medical device expiration date: unknown, unique identifier (UDI) # unknown, device manufacture date: unknown. Results bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood collected in the top of the tube by the rubber. No catalog or lot # given so we can not verify which device is in question. No serious injury, no medical intervention. No mucous membrane exposure is reported.